Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. Upon evaluation, the charger/modem would not power up and failed the target memory test and flash programming. The cause of the test failure and inability to program the flash was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 4/16/2013. Implementation began on 05/09/2013. Results will be monitored. No adverse event resulted from the defective charger. The last patient to use this charger did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) would not power up. The last patient to use this charger/modem did not report any deficiencies.